Manufacturer narrative:
Concomitant medical products: product ID: 97745, serial#: (B)(4), product type: programmer, patient. Other relevant device(s) are: product ID: 97745, serial/lot #: (B)(4), UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer about an implantable neurostimulator (ins) implanted for non-malignant pain. It was reported that the patient's controller was being weird, and that her rep told her to call in to have controller replaced when they spoke earlier today. They said that stimulation will shut itself off after she turns it on, and elaborated that when trying to switch between groups (they gave from b to a as an example) the controller will say no device found, then switch to MRI mode on its own. They stated she never shuts her stimulation off, she had 3 groups for sleeping, walking and sitting that she switches between. Patient services had them confirm she did not place controller into MRI mode when she noticed this. The patient then said she would get out of MRI mode and tried to switch to group a again, but nothing happened so she goes to select group a again and eventually was able to switch between groups. They tried switching groups during the call and said she was able to without a problem. They said this happens daily (happened this morning already) and had been going on since implant in december. The controller won't let them switch between groups. They also said that when they unlocked the controller, she saw "looking for a device" for a long time until it finally connected and worked. She said she has noticed this since implant as well. They were sent a new programmer. They mentioned she saw her rep on tuesday for programming level c for her back. They confirmed this was normal routine programming to optimize her therapy. They called back on february 10th, needing assistance with setting up her controller. Patient services reviewed requested information and confirmed that the rfc was resolved through troubleshooting. No out of box failure was reported. No further allegations/complications were reported.

Manufacturer narrative:
Product ID 97745, serial# (B)(4). Product type programmer, patient. Analysis found that the controller (product ID 97745, serial# (B)(4)) had a broken connector and was scrapped. If information is provided in the future, a supplemental report will be issued.